Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. There was no deviation in the IFU that has been followed. There was no deformation in the area where the foreign object remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. The instruction manual for use gif/cf/pcf-290 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.